Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during deployment of this transcatheter bioprosthetic valve, it was observed that the radiopaque band was not properly aligned for commissural alignment. Subsequently, the delivery catheter system (dcs) was pulled back into the descending aorta and the flush ports were aligned to 2 o'clock as per best practices, and then the dcs was readvanced to the ascending aorta without issue. The valve was then crossed into the annulus and deployed normally. No recaptures were performed. The patient was hemodynamically stable at the end of the case. 1 day post-operation, the patient suffered a stroke and an aortic dissection was observed. The patient was transferred to the neurology intensive care unit (ICU). No treatment was reported. No additional adverse patient effects were reported.

Event description:
Additional information was received that per the physician, the cause of the aortic dissection was the delivery catheter system (dcs) advancing across the aortic arch. It was noted that the dcs made a bend in the transition from the descending to the transverse arch but was able to be advanced. The dissection was treated with medical management. Within one day post-implant of the valve, "face drop" was observed with and not treatment was reported. Per the physician, the stroke was related to the dissection. Per the physician, the valve did not cause or contribute to the dissection or stroke. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 - event description d10 - continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-34, serial/lot #: (B)(6), ubd: 2023-jul-20, UDI#: (B)(4). H6 - device code and method code additional codes - imf code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device instructions for use (IFU) instructs the user to deliver the device over the 0.035 inch (0.889 millimeter (mm)) guidewire with the delivery catheter flush ports oriented at 3 o¿clock (toward the left side of the patient) to better facilitate commissure alignment. A medical safety assessment was performed and based on the information provided, the dissection was related to the delivery catheter system (dcs) as it transitioned from the descending aorta to the aortic arch. It was likely that the dissection contributed to the stroke. All adverse events and severities noted in this event are documented in the risk management files and within the IFU. No further safety assessment required, and no further action is needed as this complaint did not identify any unexpected serious adverse events. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.